Manufacturer narrative:
E1: reporter address 1: (B)(6). E1: reporter phone number: (B)(6). H3: one device was received for analysis. Service history review identified that the device has not been serviced in the past 12 months. Functional and visual tests were performed. The customer stated problem could not be duplicated, however it was noted that the downstream occlusion (dso) rubber seal had come off a bit and this could have caused an alarm error. The root cause oof the problem was unknown. As a result, the dso rubber seal will be replaced, and the dso sensor will be recalibrated.

Event description:
It was reported that the device exhibited a ¿no cassette detection¿ alarm. There was unknown patient involvement reported.